Event description:
On (B)(6) 2011 customer reported that the instrument probe, on the lh 500 instrument, was leaking an unknown amount of clear fluid. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and observed that the probe rinse block was leaking fluid, instead of the probe as initially reported, due to misalignment. Fse realigned the probe rinse block and there was no further evidence of a leak. Repairs were verified per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).